Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator motor. The system operates as intended.

Event description:
The customer reported the system displayed a bad iris pot error message. No x-ray was possible. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator motor. The system operates as intended.